Event description:
The bipap a30 ventilator was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation, evidence of foam degradation was confirmed in the device. In addition, a critical error code in relation to (the power fail voltage is outside its valid range of 4.775 to 5.675 for at least 10 seconds) was observed in the device event log. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There were no repairs and the device was scrapped.